Event description:
(B)(6). It was reported that balloon rupture occurred. In (B)(6) 2020, the subject's qualifying condition was identified as rutherford category 5. The ankle brachial index (abi) in left dorsalis pedis systolic pressure was at 260 mmhg and left brachial systolic pressure was at 180 mmhg. Toe brachial index (tbi) was not assessed as toe amputation was performed and wound assessment indicated a subcutaneous, not closed wound on the toe. Six days later, the index procedure was performed. The target lesion was located in the left anterior tibial artery and had 80% stenosis, proximal reference vessel diameter and distal reference vessel diameter of 3.0 mm and 50 mm in length. The target lesion was treated with dilatation of two 3.0 mm x 40 mm bsc coyote balloons. An initial attempt was made to inflate 3.0 mm x 40 mm bsc coyote balloon, but the balloon eventually ruptured. Hence, another 3.0 mm x 40 mm bsc coyote balloon was inflated in the same target lesion. Post procedure revealed 10% residual stenosis. Two days later, the subject was discharged on antiplatelet therapy. No further information is available at this time.